Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-24096. It was reported the pt alleged his scs ipg progressively lost the ability to hold a charge. It was also reported the pt experienced pocket heating while charging his ipg. The pt stated his scs system was reprogrammed multiple times. Additionally, the pt last used his scs system over a year ago. The next course action has not been determined.

Manufacturer narrative:
Recall number: 1627487-12192011-003-r. This ipg serial number was included in a field correction and field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.